Manufacturer narrative:
Device remains implanted in patient.

Event description:
During a post-operative visit approximately three months after implantation, imaging was performed and an everest set screw was noted to have migrated. Revision surgery is not currently planned.

Manufacturer narrative:
B1: adverse event or product problem corrected from product problem to adverse event and product problem following additional information. B5: was corrected to indicate revision surgery was performed a visual inspection was performed and the set screw's hex shape appeared to be worn from normal use. The underside of the implant showed patterns of deformations from mating with a rod. Typically, when a set screw is mated properly with a fully reduced rod and final tightened, a single line across the diameter of the set screw will be present indicating proper positioning and tightening. In this case, multiple lines across the body of the implant were observed. It appears this set screw may have been attempted to be final tightened multiple times, indicating it may have been removed after being inserted the first time. The slight chattering also indicates that the rod was not fully seated before insertion of the set screw. Manufacturing records for this lot could not be reviewed. Complaint history was reviewed and no previous complaints for this lot were found. The everest spinal system instructions for use and surgical technique were reviewed. Use of the related device is detailed in the everest degenerative surgical technique which details for set screw insertion & provisional tightening; ensure the instrument is perpendicular to the caddy when engaging the hexalobe tip with the everest set screw. Due to its modified square thread design, the everest set screw helps facilitate introduction and may reduce the potential for cross-threading. Note: final tightening must be accomplished with a torque limiting wrench or torque indicating wrench. The root cause of the set screw migration can be attributed to user error. A properly inserted set screw will have a deformation in the form of a single line across the diameter, while the returned implant had multiple line deformations as well as chattering. This indicates that the set screw was inserted prior to rod reduction, and that the set screw was attempted to be final tightened multiple times.

Event description:
During a post-operative visit approximately three months after implantation, imaging was performed and an everest set screw was noted to have migrated. Revision surgery has been performed where the set screw was explanted. No other details about the revision surgery are available.